Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was confirmed during on-site device evaluation, as failure code 82. The cause was identified as a damaged central processing unit (cpu). The cpu printed circuit board (pcb) assembly was replaced to correct the reported condition. Additional information: a service history review was performed, which revealed that the reported condition was not related to any previous customer service request on this pump. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that was found to be "inoperative." Upon further investigation, the determined that the condition was confirmed as failure code 82. It is unknown when this condition occurred. There was no report of patient involvement, injury, nor medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4).